Manufacturer narrative:
Device product code - phx. Concomitant medical products: 405883 comp rvs 3.2mm drl unknown, 405884 comp rvs 3.2mm drl gd unk, 406206 25mm comp rvs 3.2mm drl gd unk, 405809 25mm comp rvs glen tray imptr unk, 405800 comp. Rev shldr 9 in steinmann unk. Complaint sample was evaluated and the reported event was confirmed. The product was returned and evaluated. The broken drill remains inside the guide so no functional or dimensional analysis can be concluded. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause attributed to user error due to improper instrumentation selection. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive reverse 3.2mm central screw drill (B)(4) lnunk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse total shoulder procedure with a custom vrs glenoid. While the surgeon was attempting to drill the hole for the central screw the drill bit seized up inside the vrs drill guide. The surgeon then cut the drill bit flush to the drill guide so that he could continue with the fixation of the glenoid with the peripheral screw holes. The guide was then removed and the central screw was placed. The malfunction resulted in a 5-10 minute delay. No patient impact. No further information is available.